Event description:
A report was received that the patients ipg was in uncomfortable location. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.